Event description:
It was reported that a malfunction alarm with code malf 9 occurred, and the customer was unable to reset the pump because they were not near charging supplies. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to contact support at a later time to reset the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.